Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that all known information was provided. The physician did not feel the failure to open was related to the vessel tortuosity/bend.

Manufacturer narrative:
Submitted on 11 february 2021 was incorrect. B5. Updated with corrected information: additional information received reported that all known information was provided. The physician felt the failure to open could have been related to the vessel tortuosity/bend. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that all known information was provided. The physician felt the failure to open could have been related to the vessel tortuosity/bend.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was a lot of resistance between the tracxess and phenom. Saline came from the proximal end of the sleeves as it was flushed, and the pipeline was introduced into the microcatheter by keeping the sleeves and hub end to end. The pipeline went easily initially but needed a lot of force once it reached a 180 degree bend. The physician attempted to open the device in the m1, but it would not open in the distal end. Maneuvering attempts were made and the pipeline eventually opened. However, while the system was deployed there was again trouble on the bend, and the device failed to open once again. As a result the device was replaced with the microcatheter. Upon removal it was found that the catheter had stretched. The patient was undergoing treatment of an unruptured, saccular left ica aneurysm with a max diameter of 6mm and a neck width of 3mm. It was noted that the patient's vessel tortuosity was severe. 2 resheathing attempts were made, and there were no additional attempts made to open the device. No vasospasm was seen, the catheter tip was not entrapped or stuck. Dual antiplatelet therapy as administered, and a pru level of 140-150 mg/dl was seen. Post procedure angiographic results were the same as the procedure was abandoned. The devices were prepared as indicated per the IFU.